Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there were some uncommanded movements of the stand. The customer stated there was an issue with the brake. The fse assisted in-house biomedical staff with the repair of a z-rotation pot. During troubleshooting, the fse found a broken wire. A broken wire was soldered onto the z-axis potentiometer. The fse carried out potentiometer position and current calibrations. After soldering the broken wire, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there were uncommanded movements of the stand. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.